Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had rewind anomaly. The customer¿s blood glucose level was 126 mg/dl. The customer states the pump is broken I cant rewind it and it has been broken for over a month now. Advised the customer to hold down act until they receive 2nd series of beeps or numbers appear on the display. The customer states they did not receive 2nd series of beeps nor did numbers appear on the screen. Advised customer the pump will need to be replaced. Advised customer to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump primed properly. No unexpected rewind anomalies noted. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, broken battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.